Event description:
It was reported to boston scientific corporation on july 26, 2007 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2006. According to the complainant, approx four days after the procedure was completed, the pt experienced a moderate case of urinary retention. A catheter was placed and removed eleven days later. The pt was prescribed doxzazosin which was started six days prior, and resolved the urinary retention six days later.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device MFR date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.